Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture-baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen, hard, painful, burning sensation" "capsular contracture-baker grade iii".

Event description:
Patient has reported left side "breast has been swollen, hard, painful, burning sensation." Patient has been diagnosed with capsular contracture - baker grade iii. Device remains implanted. Patient reported treatment with "compression and...pain gel."